Manufacturer narrative:
(B)(4). The valve was not patent due to a large tear on the sheeting below the reservoir. The inlet connector was cracked, deformed, and detached from the valve. The damaged condition of the valve precluded further testing. It is unk how or when these damages occurred. The instructions for use that accompany the device caution that improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. A review of the mfg records was not possible as no lot number was provided. All of our valves are 100% tested at the time of MFR.

Event description:
It was reported that the initial implantation was done in a hospital in (B)(6). Due to no improvement in the pt's condition, the valve was revised. After the valve was removed, the connector was found broken.